Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardiac defibrillator (ICD) had emitted tones. It was later reported that this device had reached the elective replacement indicator (eri) with voltage of 2.63 and charge times of 19.1 seconds. There was allegation of premature battery depletion. No adverse patient effects were reported.